Event description:
Procedure: lap chole. According to the reporter: one small blue part of the seal was found in the pt during the procedure. The small piece of the seal could be removed of the pt without any problems. They used a clip applier with open branches. No blood or tissue loss. No longer operation time.

Manufacturer narrative:
(B)(4).